Event description:
The patient reported that because fo the way the device was programmed it oversensed the t-wave and delivered 13 shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.